Event description:
Consumer reported no audio output alert. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the receiver failed. The reported event was confirmed. The root cause was determined to be a defective speaker assembly.